Manufacturer narrative:
Findings: the insulin pump was not received stuck manufacturing mode. The unit passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Low battery alarm confirmed in the format history file and then power management parameters graph confirmed power error detected alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5 volts for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector, the insulin pump was monitored and functioned properly. Unit received with cracked retainer, scratched case and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed power error detected. The customer's blood glucose was 100-120 mg/dl at the time of incident. The customer received the power error detected alarm multiple times. Customer had not previously called to report power error detected. The customer was guided with steps to resolve the issue. However, the issue was not resolved and the error continued to recur. The insulin pump was returned for analysis.